Manufacturer narrative:
Product analysis #: (B)(4): part # 6068093, lot # h6041821 visual optical functional visual and optical inspection did reveal some outer wear marks and damage to the threads of the cage. Functional inspection confirmed the cage was able to expand and collapse as intended. The cage threads appear to have been damaged/overloaded during the expansion process when inserted in the vertebral body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: country of origin is india. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via manufacturer representative regarding patient having transforaminal lumbar interbody fusion (tlif) spinal therapy at l5-s1. It was reported that after the placement of solera screws, surgeon placed the cage but the during the cage expansion surgeon noticed that the cage was stuck. When the cage was removed it was found that the threads were damaged. There were no further complications or symptoms reported regarding the event. Additional information was received via manufacturer representative that there is no suspicion of manufacturing issue of the device.